Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks and external conversion was required. Subsequently, this s-ICD system was explanted. A new transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks and external conversion was required. Subsequently, this s-ICD system was explanted. A new transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Hirayama, h., oka, e., aimi, d., kobayashi, m., maruyama, m., shimizu, w., & asai, k. (2025). Arrhythmic events in patients with hypertrophic cardiomyopathy following implantable cardioverter-defibrillator implantation. Journal of arrhythmia, 41(suppl. 1), 1298. Https://doi.org/10.1002/joa3.13098. This event was already reported under report 2124215-2026-10201. All future reports will be submitted under report 2124215-2026-10201.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Hirayama, h., oka, e., aimi, d., kobayashi, m., maruyama, m., shimizu, w., & asai, k. (2025). Arrhythmic events in patients with hypertrophic cardiomyopathy following implantable cardioverter-defibrillator implantation. Journal of arrhythmia, 41(suppl. 1), 1298. Https://doi.org/10.1002/joa3.13098.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks and external conversion was required. Subsequently, this s-ICD system was explanted. A new transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.